Event description:
It was reported to philips that the system gave an error indicating the image hard disk drive space was low, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure could be completed by deleting the old images to make enough space for the on-going procedure. A philips field service engineer (fse) went onsite and confirmed the reported problem. To resolve the reported issue, the fse performed a database consistency test and repaired it, as well as re-creating the image store. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.